Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer requested urgent maintenance of this defibrillator. There was no report of patient involvement.